Event description:
A customer reported that low total bilirubin results were reported on a newborn. Nursery questioned the erroneous low values because the newborn was quite jaundiced. Total bilirubin measured 20.2, direct bilirubin =0.5h on redraw after two hours. No treatment was given based on original results.